Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's no image reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: dented bending section on the device was confirmed. Therefore, internal elements may have been squeezed by some external stress, which led to breakage of charged coupled device cable. However, we could not specify the actual situation how external stress was applied. In addition, the air leakage from channel, and obvious corrosion in control section/scope connector were confirmed on the device, electronic parts such as imager, circuit board in scope connector, etc. Were possibly corroded/broken, which led to occurrence of the suggested event. Also, the air leakage from channel may have occurred for channel was damaged by handling/forcible passing thorough of the endo therapy accessories. However, we could not specify the cause of air leakage. The event can be detected/prevented by following the instructions for use: important information ¿ please read before use. Precautions: caution! Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image: confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, preparation and inspection, do not use the endoscope and solve the problem as described in section 5.2, troubleshooting guide. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, returning the endoscope for repair. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, withdrawal of the endoscope with an irregularity. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope displayed no image. The issue occurred during preparation for a diagnostic bronchoscopy procedure and was completed using a similar device without delay. There were no reports of patient harm.